Event description:
Patient was implanted with femoral nail and screw construct on (B)(6) 2012. Patient returned to the or on (B)(6) 2013 for revision surgery, due to a non-union. During revision, one locking screw was discovered broken. Surgeon removed all hardware, which included the nail and two locking screws. Patient was revised with recon nail and two locking screws. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.